Event description:
It was reported that the device was explanted due to suspected premature battery depletion from eri to eol.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. As received, the battery voltage measured above eri. Battery longevity calculations showed normal battery longevity. Device functionand power consumption were normal during ate testing. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.